Event description:
The event is reported as: complaint alleges: the physician tried to squeeze the handle to fire the clip(s) and the clip would not fire at all. Could not apply clips to any ducts as needed. No pt injury reported.

Manufacturer narrative:
Sample rec'd by MFR, but investigation is incomplete at time of this report. Per device history report DHR investigation did not show issues related to this complaint.